Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - <qrb>. B3: estimated based on gfe response from sales representative

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the procedure after experiencing a loss of stimulation for several months, leading to the recurrence of the patient's pain. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the facility and will not be returned for analysis. Postoperatively, the patient received adequate stimulation.